Manufacturer narrative:
(B)(4). Upon analysis, the inner coil inside the connector region was found over-torqued inside the connector region consistent with that occurring at the time of implant/explant procedure. This over-torquing damaged the inner coil and caused the stylet not to advance in this location. Electrical testing did not find any indication of conductor fractures or internal shorts. (B)(4).

Event description:
During implantation of an rv lead, the lead was placed in a position with good electrical parameters but the stylet could not longer be advanced into the lead. The lead was explanted and replaced. There were no consequences to the patient.